Event description:
Reportedly, the balloon burst during a thrombectomy of a fempop axis. The physician was performing second pass what was described as non-calcified material of an arterial stenosis to the leg. It was further reported that fragments of the balloon may have remained in the patient. However, intervention via a thrombectomy with ring stripper did not retrieve any balloon material. No patient complications were reported as a result of this event.